Manufacturer narrative:
Date of initial report is 08/05/2025.

Event description:
It was reported that during a coolseal mini procedure on (B)(6) 2025, the physician observed burn marks on the liver on the area were the jaws had been placed. A 2nd device was opened and again burn marks were noted on the liver. Physician reported that the patient was pediatric and that the procedure being performed was a ladd's procedure. Physician reported that he ¨tested¨ the device on the liver capsule on both devices after observing bubbling on the tissues prior to activating it, and at this point switched to a 5 mm port and used ligasure to complete the procedure. Patient was reported as under close observation, no perforation on the bowel was reported and the patient was doing well. The physician reported that the liver capsule was the safest spot to test the devices. The procedure was reported as completed and the patient was doing fine, no additional medical intervention reported.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and there were no signs of physical damage. Functional testing was conducted, and the disposable could seal the tissue as expected; no issues or malfunctions were identified during the investigation process. In addition, after inspecting the returned units, an additional test was performed by placing tissue around the jaws and the uncoated part of the shaft in order to replicate the customer's complaint: based on the tests conducted, it is feasible to observe that the device heats up during the sealing process and can radiate heat in the areas of the jaws and the shaft. Based on the assessment detailed above, hologic is unable to identify or correlate the reported incidents with any design or manufacturing-related issues. However, it is important to point out that the instructions for use (IFU) indicates the following guidelines/warnings: "activate the coolseal¿ mini only when the instrument is in direct contact with the target tissue to reduce the possibility of unintended burns." "Aspirate fluid from the area before activating the instrument. Conductive fluids (e.g. Blood or saline) in direct contact with or close proximity to an active electrode may carry electrical current or heat away from target tissues, which may cause unintended burns to the patient." No device problem found and it met the manufacturer´s specifications. This observation will be monitored and trended. Additionally it was determined based on the follow up information that the burns to the liver were related to the physician ¨testing¨ the device on the liver´s capsule which the patient reported as the safest organ to test the device on. No injuries were reported to the bowel or any adjacent organs. No additional treatment was performed to the patient to treat the burns or any other organs. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.